Event description:
Physician reported the pt's intrathecal catheter was surgically revised due to the pt reported symptoms experienced after the pump reservoir was refilled on 2 different occasions. The onset of the pt events were unk, -"insidious onset", and the pt was receiving dilaudid from their pump. Device troubleshooting prior to surgical revision included x-ray, and catheter dye study. The physician reported "effective intrathecal therapy, with x-rays showing the catheter tip at the edge of the intrathecal space", and aspiration attempts through the catheter access port were reported to be unsuccessful. The pt underwent an intrathecal catheter revision. Refer to MFR report# 2182207200700356, and MFR report# 2182207200700355.